Event description:
Additional information was received that the device was explanted. During the explant procedure the right ventricular (rv) lead was tested and showed normal measurements. The lead remains implanted with no change. There were no adverse patient effects. The device was returned and sent for analysis.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Engineering calculations confirmed the longevity of this device was not as expected. Visual inspection showed, the lead seal witness marks indicate the right ventricular (rv) and df- leads were fully inserted. The df+ lead was not fully inserted but inserted sufficiently for the lead pin to make contact with the setscrew. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within an integrated circuit. This anomaly causes a high current drain, which over time resulted in reported clinical observation of premature battery depletion. The clinical observation of high impedances however was not confirmed during analysis.

Manufacturer narrative:
This report will be updated should additional information become available.

Event description:
Boston scientific received information that during a recent device check, a review of the daily measurements showed out of range shocking impedance measurements at or over 125 ohms. A rapid depletion of the device's battery was also observed. A save to disc was performed and sent in for analysis. Upon review of the data in the memory dump by boston scientific technical services (ts), showed a high power consumption of greater than 100uw consumption being displayed. The high power condition appears to have began 8 months previous., before which the operating power levels appeared to be normal. The power was noted steady at approximately 170uw for several months, more recently fluctuated to lower values. Since a determination of the cause for the high power measures cannot determine it was discussed to replace the device and have it sent in for analysis. There were no adverse patient effects reported. A request for additional information and device status has been sent.